Event description:
It was reported that pump touchscreen became unresponsive and pump screen remained frozen even after customer attempted pump reset as instructed. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily insulin injections as backup, and technical support arranged shipment of replacement pump with updated software, provided storage mode and return instructions for problematic pump.